Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during full 1. The home patient (hp) stated that they were getting the alarm so the care giver (cg) attached another bag to the setup, but was not sure what to do from there. The cg stated that they disconnected the heater bag and attached another one to it. The baxter technical service representative (tsr) explained that the supplies were compromised and advised the cg to end therapy and start over with new supplies. The tsr then advised the cg to call the registered nurse (rn) in the next 24 hours and let them know what happened. The cg ended therapy and would start over with new supplies and would call the registered nurse (rn). On (B)(6) 2011, product surveillance contacted the hp regarding the reported event. The hp stated they understood removing a solution bag from one line and then adding it to a different line was improper procedure. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation the cause of the alarm was determined to be use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error was not confirmed. The patient disconnected a bag and then reconnected a new solution bag. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.